Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report: 3008829311-2018-00171, reference MFR. Report: 3008829311-2018-00172, reference MFR. Report: 3008829311-2018-00173. Additional information indicates the patient had four leads. Follow up information identified the patient underwent surgical intervention where it was found one of the left leads migrated. The physician explanted three of the leads and left one of the left leads in place. Postoperatively, effective coverage was established only for the patient¿s left side of the pain pattern.